Manufacturer narrative:
Title: modified peritoneal flap hernioplasty versus retromuscular technique for incisional hernia repair: a retrospective cohort study source: scandinavian journal of surgery 2020, vol. 109(4) 279¿288. Accepted: june 17, 2019. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to literature source of study performed in sweden between 2011 and 2015 wherein 174 patients who underwent incisional hernia repair evaluating two different techniques at a single center were retrospectively analyzed, 96 patients underwent the retromuscular repair (rm) technique and 78 patients underwent the modified peritoneal flap hernioplasty (mpfh) technique. Three different kinds of mesh were used for repair. The article does not state which mesh type was used for repair. The following post-operative complications were reported in both groups: 9 patients underwent reoperation (5 due to hematoma), 10 patients required transfusion, 1 patient on rm group has skin necrosis, 20 patients had superficial infections, 10 patients developed deep/mesh infections, 28 underwent antibiotic treatments, 38 patients experienced prolonged would healing, 6 patients required surgical wound debridement and 7 patients had secondary sutures. Hernia recurrence rate was significantly lower in the mpfh group, and follow-up time was significantly shorter compared with the rm group. A total of 10% of patients, equally distributed between groups, had experienced pain during the last week that interfered with daily activities while 22% of the mpfh and 31% of the rm patients had experienced pain of any kind. Article: modified peritoneal flap hernioplasty versus retromuscular technique for incisional hernia repair: a retrospective cohort study author: patrik peterssson year: 2020 publication: scandinavian journal of surgery.